Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported the abutment fractured at the thread part inside the implant, at toot position #35. Implant and abutment were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: email address. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc443u, (certain low profile one-piece abutment 4.1mm(d) x 3mm(h)) for evaluation. Abutment screw fracture identified at the threads. DHR review was completed for the subject lot number 2120028595. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120028595 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The abutment screw portion was observed fractured. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.